Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level was 261.0 mg/dl. Technical support decided to replace the pump. The customer reverted to multiple daily injections as a backup therapy to maintain insulin delivery. Additionally, the customer was guided on returning the faulty pump and agreed to do so using a pre-paid label within ten days.